Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.

Event description:
It was stated reported that the reporter has a patient with a 7ml trach that is "still leaking". It is unknown when the product fault was found. Adverse events have not been reported but are unknown.

Manufacturer narrative:
B3: date of event, d4: catalog number, lot number, expiration date, g5: 510k number, and h4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.